Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit would not power on. The faciliy biomedical engineer department performed an initial evaluation of the device and has been unable to duplicate the reported problem. The complainant indicated that there was no pt involvement in the reported malfunction.